Event description:
A male consumer reported an event with unspecified band-aid tough strips. Consumer reported he bought a box of tough strips to cover three cuts on his left leg. After two days he removed product to shower and his skin where the adhesive touched was flaming red. He contacted a dermatologist and was prescribed a topical cream that he has been on for three weeks. His condition has improved but the skin is still pink and not fully healed. This is three of three medwatches being submitted as same patient was involved in this event. See medwatch 2214133-2022-00038 and 2214133-2022-00039. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid tough strips unspecified USA not applicable batgztusunsp, lot number unknown. Upc #, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is three of three medwatches being submitted as same patient was involved in this event. See medwatch 2214133-2022-00038 &2214133-2022-00039. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer provided new information about their treatment; two prescriptions for the same medication triamcinolone 0.1% and was instructed to apply 2x a day for 2 weeks and second prescription was for 2x a day for one week. It was also reported that medical examinations were done (B)(6) 2022, and (B)(6) 2022.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional data: b5 - updated reporter verbatim. If information is obtained that was not available for the follow-up (01) medwatch, a follow-up (02) medwatch will be filed as appropriate.